Event description:
It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was deployed medial and a second mitraclip was deployed centrally on the mitral valve, reducing mr to a grade of 2. On an unknown date, the patient returned to the hospital with shortness of breath (sob) and dyspnea on exertion (dos). An echocardiogram was performed revealed that the clip which had been previously implanted centrally had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On may 13, 2025, a second mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 3-4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported slda appears to be related to patient conditions. The reported patient effect of recurrent mr appears to be related to the slda. Dyspnea was a cascading effect of the recurrent mr. Mr and dyspnea, as listed in the instructions for use as are known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.